Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. A review of the event history log was unable to confirm the reported event. A battery of delivery accuracy tests were performed which replicated and confirmed the reported event. The device was found to be over delivering to the manufacturing specifications. The expulsor was adjusted to resolve the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device was over infusing. Patient involvement or injury is unknown at this time.

Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. A review of the event history log was unable to confirm the reported event. A battery of delivery accuracy tests were performed which replicated and confirmed the reported event. The device was found to be over delivering to the manufacturing specifications. The expulsor was adjusted to resolve the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device was over infusing. Patient involvement or injury is unknown at this time.